Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient interface that lost suction during a laser procedure. Additional information received states the laser fired before the lost suction, no patient harm.

Manufacturer narrative:
Additional information provided. Review of the logfile of the whole treatment day shows three treatments were aborted during treatment and after the warning message. One of them was performed with the patient interface used for the treatment related to this event. The message indicates that the user pressed the right footswitch to turn off the vacuum instead of laser pedal. The reported issue was not caused by the system or the used patient interface. There was no technical problem and the reported problem was caused by the user who shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. According to the review of logfile the root cause is that the vacuum was turned off by the user (by pressing the right foot switch) which caused vacuum loss and subsequently existing suction was lost. The manufacturer internal reference number is: (B)(4).